Event description:
The patient complained of squeaking in the hip joint - ceramic on ceramic, however, the squeaking was not noted by the surgeon or anyone else.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
As the complaint has been deemed non-verifiable it is not possible to establish a root cause. Leeds addendum (B)(4) 2013 the supplier report, received on the (B)(4) 2013 concluded. The density of both parts was analysed and found to be according to the specifications valid at time of production. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Secondary metal transfer as a result of contact with metal parts can be found on both components. Primary metal transfer can be found equally distributed on the taper of the insert. On the bore surface of the ball head primary metal transfer can be found. Stripe wear on both parts indicates an edge-loading situation or recurring subluxations. An edge-loading situation can lead to loss of fluid film lubrication between the (B)(4) components and a subsequent increase of friction. In rare cases the increase of friction may lead to stripe-wear and may further cause audible noises. The complaint will be entered onto the complaints database for future trending analysis depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.